Event description:
A philips representative reported that a cardiac lead management procedure commenced to extract 4 leads. Patient presented with a cardiac implantable electronic device (cied) pocket infection (erosion) for total system removal. Patient was set up for open heart. Patient was intubated and echo probe placed and reviewed not noting any effusion present. The patient had two leads placed in 1992 that were abandoned and two leads placed in 1998 from the left axillary location. The physician decided to remove the leads implanted in 1998. All leads were prepped with a spectranetics lead locking device (lld) ez and insulation suture. It was noted that the patient had a significant amount of binding sites consisting of calcium. Physician started with a spectranetics 16fr glidelight laser sheath. Heavy binding was noted at the mid innominate region and physician decided to switch to the spectranetics 13fr tightrail rotating dilator sheath. He was successful in removing the two leads implanted in 1998 without complication. The physician then moved on to utilize the spectranetics 16fr glidelight laser sheath on the atrial lead from 1992. He was only able to progress to the mid innominate vein when he decided to utilize the 13fr tightrail as he did with the two previous leads. Progress was made to the superior vena cava (svc)/atrial junction when a status decline was noted. Rescue efforts commenced. The surgeon was present during the complication so a quick intervention was available. The surgeon noted that a 2 inch spotty tear was noted at the svc/atrial junction and repaired it off bypass. As the surgeon started to pull back the tightrail he noted smaller tears along the scvc/innominate junction. It was at this time the surgeon decided to go on bypass. While the rescue commenced it was noted that the patient's clotting factor was compromised and the patient began to go into disseminated intravascular coagulation. After a 4 hour rescue attempt it was determined by the physician and the surgeon that any further attempt would not be successful. The patient did not survive the procedure.